Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a drawer failure. A field service engineer replaced the pyxibus controller card and retractor band, rebooted the device, and reconfigured the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer was not detected on the communication bus, resulting in a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.